Event description:
The pt's device has inadvertently been programmed to 0ma output current due to an interrupted lead test at previous office visit, resulting in a loss of therapy to the pt. The pt's device was not interrogated as the last step of the previous programming session to confirm proper device settings. During the time that the pt's device was programmed to 0ma output current, the pt experienced an increase in seizure activity back to pre-vns baseline frequency. The pt's device was reprogrammed to prescibeed parameters. It was reported that the pt responded well to the vns therapy prior to the inadvertent programming of the output current to 0ma, but that her condition had not improved since reprogramming the device to prescribed parameters. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life. It was reported that there have been some recent changes to the pt's medication regimen and that the pt has also been sick lately and was taking medications for that was well.